Manufacturer narrative:
See MFR: 3012307300-2017-02377.

Event description:
It was reported that a patient was receiving occlusion alarms while using a cleo® 90 infusion set. The patient's blood glucose level was 181 at the time of the event. The patient was instructed on how to test for an occlusion discovering the blockage was located at the site. Upon removing the device, the patient said the cannula was bent and the site had a small bump. The issue was resolved after the patient inserted a new device. No adverse health outcomes were reported from this event.